Manufacturer narrative:
(B)(4). Device evaluation is not necessary as the infection and migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had the vns generator and lead explanted due to infection. During the explant surgery, the surgeon noted that the generator was turned on its side, indicating that the patient had been manipulating the implant site. The physician later confirmed that the infection was also attributed to the patient manipulation. Device history record was reviewed for both generator and lead. Both devices were sterilized prior to distribution and no unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported infection and migration is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.